Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 18 mg/dl. Customer was admitted in the hospital on (B)(6) 2016. The customer stated that the emergency medical service was there tried to recover and could not get stabilized and took patient in to hospital. Customer declined troubleshooting for low blood glucose stated that he screwed up and skipped a meal. Customer stated that healthcare provider look at data and determined it was not the pump.